Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the nozzle was partially clogged. The fse flushed out the nozzle to remove the debris. The fse ran the daily check and the customer ran quality control (qc). All results were within acceptable range. All errors cleared and the aia-2000 instrument was operational. No further actions were required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2018, which included data from (B)(6) 2017 through (B)(6) 2018. There were no similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 3 flags and appendix 4: error messages are as follows: sc indicates that vacuum pressure exceeded abnormal level after the suction of a specimen. The measurement will be skipped due to clogging. Check for lumps or clots. If found, use centrifuge to remove and reschedule assay operation. [3000] diluent shortage cause : the level sensor of diluent tank is not detecting fluid. Measurement is suspended. Solution : measurement is automatically resumed after the diluent is replenished. If the diluent level is sufficient, contact tosoh service center or local representatives. The most probable cause for the reported event was the clogged nozzle.

Event description:
A customer reported error message 3000 diluent shortage displayed; however the diluent was full on the aia-2000 instrument. The customer found that the wash probe tips were on and the tubing was attached. Also, a clot was in the sample nozzle resulting with sc flags. The customer was unable to run patient samples on progesterone (prog ii), luteinizing hormone (lhii), prolactin (prl), follicle stimulating hormone (fsh), and ipth kidney marker. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prog ii, lhii, prl, fsh and ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.